Event description:
It was reported that the reservoir had a presence of air bubbles. The caller stated that the air bubbles were not present at the time of the filling process, but the air bubbles appeared afterward. The caller described the bubbles as a mixture of champagne size bubbles and larger bubbles. The caller stated that this issue recurred with every reservoir. The user was advised to leave the reservoir with the transfer guard on after filling prior to inserting the reservoir into the insulin pump. The customer's blood glucose was 5.8 mmol/l. The caller had reviewed the user techniques and confirmed that everything appeared to be correct. The caller was advised that the reservoirs would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.